Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown symmetric patella. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital and surgeon policy. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Painful patella on lateral side of knee since primary surgery, waited to see if pain went away then patient relocated to different state and saw doctor (B)(6) who suggested a patella revision and poly swap to release posterior ligament replacing cr insert with cs.